Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. One device received intact with a bubble noted in the seal. Device passed all functional tests, unable to duplicate reported issue. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: preventative maintenance was performed on the pump.

Event description:
It was reported that a smiths medical pump displayed a dso alarm. No adverse patient effects were reported.